Event description:
It was reported that when they were going to wash the catheter with saline solution, it was noted that the distal tip was disconnected from the catheter shaft, and was visible inside the yellow protective sheath.